Manufacturer narrative:
Address establishment name: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported issues were confirmed during evaluation. Based on the results of the investigation: since a hole was generated in the tip sheath, it is presumed that the ultrasonic image could not be drawn normally because the ultrasonic medium decreased and the ultrasonic wave was normally transmitted and there was no image. Since an image error occurred when the ultrasonic probe was loaded (when the angle of the scope was applied), it is presumed that the sheath was broken or perforated because the load was applied while the internal blade was driving. A definitive root cause could not be identified. Per the instructions: "do not push the ultrasound probe with a strong force while the ultrasound probe is driven (freeze release) or pull it into the endoscope curvature. Pull the ultrasound probe slowly, especially when the endoscope is heavily curved or when the forceps is raised. Push and pull with strong force or sudden action may lead to image distortion or damage to the ultrasonic probe. When driving an ultrasound probe, return the endoscope to its curvature and forceps elevation as much as possible. Driving with severe probe geometry may lead to image disturbance or damage to the ultrasonic probe." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while performing an endoscopic ultrasonography using um-s20-17s, the ultrasound image was shown or not shown on the way when the ultrasonic probe was loaded (when the angle of the scope was applied). There was no death or injury reported due to the event. Refer to patient identifier (B)(6) for maj-1720. During inspection of the returned device, olympus found a perforation in the tip sheath and leakage of ultrasonic medium. This report is being submitted for the malfunction found during evaluation.